Event description:
A malfunction alarm was reported with the pump during the loading process. There was no adverse impact to the customer's blood glucose level. Despite attempts to load a new cartridge with assistance from technical support, the alarm recurred, preventing a successful return to insulin therapy. Consequently, technical support arranged for a replacement pump to be sent and confirmed that the pump was within warranty. The customer will use an alternate insulin delivery method to avoid interruption, and was instructed on storage procedures for returning the pump.